Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced constant overstimulation at the rib area only when stimulation was on. The patient also experienced inadequate stimulation and discomfort. It was believed that the device or procedure caused or contributed to the patients complication as the device was implanted at the wrong level. The patient underwent a revision procedure wherein the existing paddle lead was repositioned and remained implanted. The patient was doing well post-operatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced constant overstimulation at the rib area only when stimulation was on. The patient also experienced inadequate stimulation and discomfort. It was believed that the device or procedure caused or contributed to the patients complication as the device was implanted at the wrong level. The patient underwent a revision procedure wherein the existing paddle lead was repositioned and remained implanted. The patient was doing well post-operatively.